Event description:
Customer reported that they observed low p02 values during bypass. They could not improve in spite of 100% 02 with sweep rate of 12 ltrs/minute. There were no pt issues reported as the result of this event.